Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a power source alert occurred while the pump battery was being charged. Customer continued to charge for an additional 30 minutes. The alert cleared and battery was charged. Customer's blood glucose was 155 mg/dl.